Manufacturer narrative:
The customer was able to replace the tubing going through the pinch valve (pv37), but the instrument gave ambient temperature out of range error. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse disconnected and cleaned the connectors to the peltier interface (controller card), due to fluid splash from leak, and reconnected it. No leak was observed by the fse as the customer resolved that issue prior to his arrival. The fse verified instrument with successful startup and quality control runs. The fse incidentally replaced all pinch tubing in the main diluter module and mix module. Failure mode: tubing through pv37. However, the instrument generated an ambient temperature error alerting the customer to an additional instrument problem. The connectors to the peltier controller card required cleaning due to the fluid leak. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that 100 ml of cleaner leaked from the coulter lh 500 hematology instrument pinch valve (pv37) at the bottom of the diluter card. The leak was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.